Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error after the bolus process and there was physical damage. It was stated that there were cracks on the back side of the medtronic label. The blood glucose reading was 7 mmol/l. There were no significant events prior to the physical damage and alarm. The customer is not using the sensor. The insulin pump will be returned for analysis and a loaner insulin pump will be sent. The customer will contact their health care professional to ask for a new insulin pump.